Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had air/water leakage from the channel. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that there was foreign material in the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a pinhole on the channel tube. In addition to foreign material in the nozzle due to insufficient cleaning additional findings were: due to wear of angle wire, bending angle in up direction did not meet standard value; due to wear of angle wire, the play of up/down knob was out of standard value; bending section cover had a scratch; adhesive on bending section cover had a chip, crack, and white clouded area; channel tube had a scratch; adhesive around objective lens had white clouded area; light guide lens had a crack and was peeled; plastic distal end cover had a scratch and was dirty; connecting tube had a scratch and wrinkle; and protector of universal cord on suction connector side had a scratch. It was confirmed that there was an applied CAPA. (CAPA-201170) a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.